Event description:
It was reported that during a breast biopsy, after removing the marker, the physician noticed that the plastic tip had sheared off. The physician took several additional cores and was able to remove some of the plastic tip but she was unsure if she removed all of it. Patient was sent home under normal post biopsy instructions.

Manufacturer narrative:
Information is unavailable; device was not returned for evaluation. The complaint could not be confirmed because no device was returned for analysis. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformances. Complaint information is trended on a regular basis to determine if further investigation is warranted.